Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing pain in her legs when stimulation was on and the pain went away when patient turns the stimulation off. Data base analysis was analyzed and revealed one contact with a high value. The patient will undergo a revision procedure wherein leads will be added.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure to add leads.

Event description:
A report was received that the patient was experiencing pain in her legs when stimulation was on and the pain went away when patient turns the stimulation off. Data base analysis was analyzed and revealed one contact with a high value. The patient will undergo a revision procedure wherein leads will be added.

Manufacturer narrative:
Additional information was received that the physician did not believe that patient's pain was caused by the device. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing pain in her legs when stimulation was on and the pain went away when patient turns the stimulation off. Data base analysis was analyzed and revealed one contact with a high value. The patient will undergo a revision procedure wherein leads will be added.